Event description:
The customer contact reported no flow. The extension tubing set was being used to deliver unspecified volume of lactated ringer's at an unspecified rate. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set. The option-lok male adapter of the extension tubing set was connected to the pt's IV access sites. After an unspecified length of time, the clinician connected a syringe to one of the two clave y-sites on the extension tubing set and attempted to deliver an unspecified medication. It was reported that the clinician was unable to inject the medication through the clave y-site and that no drops of solution were noted the drip chamber of the primary tubing set. It was reported that during examination of the extension tubing set, the tubing of the extension tubing set was kinked at the distal clave y-site. The extension tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delays in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.